Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. Additional suspect medical device components involved in the event: model: sc-2366-70, serial/lot: (B)(4), description: linear 3-6 lead 70 cm.

Event description:
A report was received that the patient experienced a change in stimulation and lead migration, which was confirmed by an x-ray. One lead was replaced and a new lead and extension were added. The explanted lead was cut during the procedure and discarded. The physician did not suspect any fault in the leads as there were no high impedances prior to the procedure. The patient was doing well post-operatively.